Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered for short-cycle non-sustained ventricular tachycardias (nsvts) and right ventricular (rv) lead impedance variation. It was also reported that the patient presented to the emergency room (ER) after having heard the alert. The lead exhibited increased thresholds, increased impedance, and was suspected of being fractured. The lead was previously attempted to be replaced in 2007 but that procedure was abandoned due to superior vena cava (svc) occlusion. The lead was later capped and replaced. No further patient complications have been reported as a result of this event. Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety.